Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the valve seal was disengaged. The obturator, lock collar, trocar balloon and dissector balloon were received. The inflation syringe was received. The insufflation bulb was received. A functional evaluation found that the trocar balloon was inflated with no leaks detected. The dissector balloon was inflated with no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the valve seal disengaged. There was no patient injury.